Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot #. Additional info was requested on 03/19/2009 by fax and mail. A completed questionnaire was received on 04/01/2009.

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different power lens. In a f/u, in the surgeon's opinion, the device did not cause/contribute to the event.